Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that the pump that was implanted in (B)(6) 2020 was removed due to a ¿horrible infection that almost killed me¿. Per the patient, the event date was (B)(6) 2021. He stated that he was hospitalized and had IV (intravenous) antibiotics via a PICC (peripherally inserted central catheter) line 3x/day. The infection cleared and he was able to have a new pump implanted yesterday on the opposite side of his body.